Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Both production and quality personnel were unable to activate the handpiece. No running temperature was able to be recorded. Poor lubrication of the handpiece most likely caused lodging ball bearing deep in the ball pocket and the subsequent cracking of the cap end bearing retainer. Debris was noted on several internal components. Most likely, this was due to a lack of lubrication. It is possible that a lack of lubrication could cause an increase in friction of the internal parts. This increase in friction could then cause an accelerated wear of the internal components resulting in the debris noted above. This increase in friction and debris buildup could have caused the overheating as noted in the original complaint.

Event description:
In this event a doctor reported that an atc handpiece overheated. There was no injury or intervention.